Event description:
A us dist contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed the reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor's electrode belt connector was physically damaged, preventing the monitor from properly connecting to an electrode belt. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector.